Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture and loss of sensing. Lead dislodgement was confirmed via imaging. The product was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, failure to sense. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and failure to sense were not confirmed. Visual inspection of the lead found the helix was partially extended and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.